Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not close on tissue. The surgeon applied another dvice. The hosp has reproted taht no pt injury occurred.